Event description:
It was reported that the customer had no delivery alarms and motor error alarms on the insulin pump. Customer's blood glucose level was 250 mg/dl. In the alarm history, motor error alarms occurred during the last few days. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.